Event description:
It was reported that the high, out of range hv lead impedance in the rv to can and svc to can vectors. There were no other electrical abnormalities. It was noted that a possible scar tissue or device encapsulation causing the issues. No programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.